Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information becomes available, a follow up report will be submitted.

Event description:
On an unreported date the home patient was given a new caregiver and believes the change in caregivers led to peritonitis (no additional specific details obtained. The home patient was hospitalized for the event, the patient was treated with injection (inj) reflin and inj. Fortum (500 mg, intraperitoneally (ip) and frequencies not reported) for peritonitis. No additional information was available at the time of this report.